Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned and analysis found no anomalies. However, all conductors were stretched and the proximal conductor had blood/body fluid (not obstructed). The outer insulation was kinked/buckled, had cosmetic environmental stress cracking, was breached cut and had a white substance on it. The helix was distorted/bent and there was blood in/on the helix/lobe mechanism. The lead was stretched and visual analysis noted apparent explant damage.

Event description:
It was reported that during a scheduled right ventricular [rv] lead change-out procedure, the atrial lead became dislodged. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.